Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was not working and the patient was in pain starting in june 2016. It was noted that the patient just had epidural injections on (B)(6) 2017 but they still had pain. A health care provider (hcp) appointment was scheduled for (B)(6) and they wanted a manufacturer representative to attend to see why the device was not working and what was going on. During the call it was confirmed that the stimulation was on. It was noted that the patient had tried making adjustments on their own and had even charged their implant but the issues continued. It was confirmed that there were no confirmed falls or traumas. The event date was clarified during the call and it was reported by the consumer that the device was not working and the pain started back in (B)(6) 2016 because they had been getting epidural shots. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2018-jan-17 reporting that the representative first met the patient on (B)(6) 2017 where the patient explained the battery was in overdischarge. When the patient and representative met the patient had said it had not been working for some time. The manufacturer representative assumed it was due to por and once it was reset the device worked again. The manufacturer representative charged the device until they could pull it out of power on reset (por). The battery was turned on and the patient seemed happy with their coverage. A few weeks later the patient complained that it was not working. The patient was encouraged to make a health care provider (hcp) appointment so that the representative could go over charging again to make sure the patient knew how to do it. The representative had tried contacting the patient and hcp in order to go over charging and possibly resolve another por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their battery was dead and they were in pain. They stated that they had called in before ((B)(6) 2017) and they were given a rep to contact. It was reported that the rep tried to get the device working as it had not worked for a year. The patient stated that the device worked for a day. The patient stated that they met a rep after this, a week ago and they rebooted the device and that only worked for a day. The patient stated that they called the rep and now it was not working. They stated that they were in severe pain and their office would not give them narcotics as the doctor was on leave. The patient said the next step would be to call their hcp to have their device removed. The patient stated that they called the rep a week ago and met with them to have their device jumpstarted. On 2017 (B)(6) the patient reported that they had injections as they got injections every six months. The patient stated that they took tylenol and advil constantly because of the pain and they didn¿t want to do that. The rep¿s role was reviewed. The patient stated that their hcp told to wait a month or two for an appointment and the could not do that. They were having pain since 2017 (B)(6) and the device depleted in (B)(6) 2017. An email was sent to a rep to reach out to the patient and told to leave a message if no one answered as they were planning for their sister¿s funeral. No further complications were reported/anticipated.